Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an unexpected restart alarm, a spanish sofetware anomaly alarm, as well as a external ram error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No external ram cfr error or unexpected restart alarm anomaly noted during testing. The insulin pump passed unexpected restart error test and self-test. However, the insulin pump had multiple external ram crf error alarm in alarm history screen. The insulin pump alarmed display history failed on startup due to corrupted history file. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and cracked belt clip slot.